Event description:
The customer states that one patient sample generated a false positive architect total b-hcg assay result of (B)(4). The patient went to another testing facility and had a new sample drawn, which generated a negative b-hcg result (method information not available). The customer then retested the initial sample by dilution and generated the following results: 1:1, 759.8 iu/l; 1:8, 1069.29; 1:10, 855.01; 1:12, 919.25; 1:20, 897.34. The customer then had a new sample drawn (sample ID (B)(4)) and tested with the architect total b-hcg assay and a result of 8.39 iu/l was generated. This sample then tested at less than 1.20 iu/l upon repeat analysis. Controls have remained within specification. The customer states that the patient is not pregnant nor has had an abortion. Samples from this patient were sent to other labs where results between 700 to 800 miu/ml were generated on two different non-abbott platforms. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). No return materials were available from the customer site for this evaluation. Therefore, the evaluation included a review of the customer complaint information, instrument history, field complaints, and associated labeling. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based upon the available information along with the results of this product evaluation of the architect i2000sr system, a single definitive cause for the customer's issue could not be determined. No product deficiency of the architect i2000sr instrument was found. Review of complaint tracking and trending.